Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm during initial drain. It also has the warning: "bypassing a low drain volume alarm during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later in your therapy." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:50:42. During night drain cycle three, the patient's ultrafiltration reading was 1639ml, indicating the home patient (hp) drained 1639ml more than their maximum programmed fill volume of 2500ml. No additional information is available.